Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a malfuntion of pump tubing leak-tear was reported.

Manufacturer narrative:
A titan one touch release pump and two cylinders were received for evaluation. The inlet tube with connector was detached to allow testing. Examination and testing of the returned components revealed a separation within abrasion in the longer length pump exhaust tubing. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed a smooth tear, indicating stress was exerted at the site. The presence of surface abrasion was noted on both pump exhaust tubes and pump inlet tubing. No functional abnormalities were noted with either cylinder. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that the exhaust tubes of the pump were overlapping the inlet tube of the pump. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the longer length pump exhaust tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.